Manufacturer narrative:
Product complaint # (B)(4). Batch # unk.   The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.   Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during nephrectomy surgery, an echelon gst was applied on renal vessels with white cartridge. The device stopped at the mid-firing, did not open after reverse button was pushed, did not open after manual override was used. After dissection the renal vessels were clipped and cut around the device. It was pulled out of the patient with no other consequences. There was a suspicion that the device was locked on a part of a suction rod but that (suction) was pulled out and was complete. The surgery was delayed 10 minutes. The procedure was successfully completed and there were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 2/19/2020. D4: batch # t5e74x. Investigation summary: the analysis results found that one psee60a device was returned with the anvil knife slot damaged, and with a gst60w reload loaded on the device. The reload was received partially fired 2/3. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.